Manufacturer narrative:
Upon follow up it was reported that on an unknown date, the patient was discharged from the hospital. On an unreported date, antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event and pd therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin injection, 1 gram, intravenous, once a day and fortum, 1 gram, intravenous, twice a day (durations were not reported). It was not reported whether dianeal therapy was ongoing. No additional information is available.